Manufacturer narrative:
Device information and initial implantation details unavailable at the time of this report (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a subcutaneous bump at implant site and subsequently the patient was treated with topical steroids (date not reported).